Event description:
Customer reported that patient underwent uneventful ilasik on both eyes on (B)(6) 2014. Patient with cornea edema noted 1 day post op. At 1 week ((B)(6) 2014), edema resolved but micro striae present in superior flap outside visual axis. Patient was referred back to tlc for evaluation. Patient was seen on (B)(6) 2014 and striae was noted on both eyes. Surgeon elected to lift and stretch both right and left eye flaps. On (B)(6) 2014, visual acuity sans correction was 20/30+ in the right eye and 20/30+ in the left eye post op. Prescribed magnification (rxm) was +1.25 -1.50 x 018 20/20 in the right eye and +1.75 -1.00 x 180 20/20 in the left eye. No enhancement for 6+ months. Rx prior to surgery was -5.50 -3.50 x011 in the right eye and -5.50 -2.25 x 170 in the left eye. Best corrected visual acuity was 20/20 in the right eye and 20/25+ in the left eye.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.